Manufacturer narrative:
At this time it appears that the replacement of the network adaptor has resolved the issue.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 10/10/2016, merge healthcare received information from a customer that a network adapter was no longer functioning and the camera would no longer work. Merge support tried to set up an emergency icon, in order for the camera to capture on the local drive, but was unable to do so because of a database error. It was determined an upgrade to the software version was required. On 10/25/2016, additional information was received from the customer. Patients were rescheduled for two weeks as a result of the camera not working. With merge eye station not functioning as expected there is a potential for a delay in treatment or diagnosis that leads to harm. According to the customer, no patient harm occurred as a result of the experienced delays. The customer was able to purchase a new network adapter and the camera was again able to work off the network. Reference complaint number (B)(4).